Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right motor runs intermintently. The dealer stated the chair will drive then shut down.